Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause on the patient's high impedances was undetermined. The rep attempted to re-program the lead on every contact on the lead. The patient not feeling stimulation has not been resolved. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. Information was reported that the patient has not felt stimulation (therapy) since the day after the implant. The caller is with the patient and reported "normal" impedances that ranged from 2769 to 7840 ohms for a replacement ins implanted on (B)(6) 2018. The caller also stated that "previously everything was working normally and "the patient said the 97702 worked appropriately for about a day". The impedances were tested again today. The original active electrodes prior to meeting with the patient were 0, 1, and 2 with stimulation increased to 9v with the patient feeling nothing. The impedances results from today were as follows (ohms): ref 3: 0-7840, 1-5142 2-2615, ref 0: 1-2769, 2-5294,3-7592, ref 1: 0-2769, 2-2558,3-4984, the patient's programing was changed to electrodes 0 and 2 today and increased stimulation up to 8v with not stimulation felt by the patient. No further complications were reported. No additional patient symptoms were reported.